Event description:
A customer contacted stryker to report that their device was detecting motion and would not deliver a shock, as a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was able to duplicate the reported issue. After replacing the patient parameter pcb, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Stryker product analysis center (pac) further evaluated the removed pcb assembly and was unable to duplicate the reported. Further root cause could not be determined.

Event description:
A customer contacted stryker to report that their device was detecting motion and would not deliver a shock, as a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.